Manufacturer narrative:
Date sent to FDA: 7/28/1998 summary of investigation: a review of lot records indicated no abnormalities/deviations that would account for the reported event. There were four (4) unopened packages of glove samples returned for analysis. The following tests were performed on returned and inventory samples: 1) accelerated (mbt) concentrations 2) modified lowry natural rubber latex testing 3) namsa - skin irritation test in the rabbit all results were within expected ranges, therefore, mfg was unable to identify a cause for the skin irritation.

Event description:
Account contact reports: one employee experienced light peeling of the hands since changing to this brand. No medical treatment was required. They have not changed soaps or chemicals at the facility.